Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf and medical records received. Pfs alleges dislocation and metallosis. After review of medical records for MDR reportability, the patient was revised to address metallosis, inflammation, and previous dislocation. Surgical notes also reported pruritus due to pain and muscle spasm. Blood work also determined that patient had high metal levels and reported that the cup was exchanged with findings of inflammation and moderate amount of dark tinged fluid with consistent metallosis and consistent pain. The patient also had an anemia of acute blood loss not necessitating transfusion. Doi: (B)(6) 2009; dor: (B)(6) 2012; left hip.

Manufacturer narrative:
After review of the medical records, it has been determined that this product has been reported twice. This duplication is an error. This report will be rejected.